Event description:
It was reported to covidien in 2009, that a customer had an issue with a sharps container. Customer reports that a clinician disposed of one dirty needle and then went to dispose of a second, and was stuck by the first needle, which had become lodged in the corner of the counter-balance lid.

Manufacturer narrative:
Submit date: 06/15/2009. An investigation is currently underway. Upon completion, the results will be forwarded.